Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm5_12.6, -8.50/2.0/092 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2020. Lens rotation not associated to a low vault was observed. On (B)(6) 2021 the lens was exchanged for a same size, similar (sphere/cylinder/axis) lens., this resolved the problem.